Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) in which they reported there were no other factors to the cause of this issue other an extreme weight loss. The patient is scheduling a consult with their physician to evaluate how loose it is in the pocket to determine if a pocket revision is necessary. It is not yet scheduled and the physician is aware of the issue.

Event description:
Patient has a surgical consult on oct 14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they knew the ins battery was going dead, and had flipped over inside the surgical pocket within their body. Patient met with the rep previously to discuss eos, replacement possibilities, and to have them program the ins so the battery could last into spring for the patient, so they don't have to deal with this replacement process during winter. Now, patient was being told by their hcp they need to come into the office because they need some documentation from a previous visit and indicated the rep may have information. Agent contacted the rep who said the hcp likely needed a "telemetry report" or something similar, and they'd get it sent over. Agent notified patient of their conversation with the rep.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was about 2 weeks ago patient noticed the implant had flipped upside down and was flat sticking out. Patient had lost about 40 pounds since implant. All of a sudden, patient was getting a pinching feeling back there. Pt wondered about the wires because the pinching feeling was pretty sharp sometimes. Sometimes patient had to be real careful when moving around in a chair. Patient did not remember when it happened. Patient was trying to get in touch with healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pt was seen today because his ins had flipped and he was worried about system integrity. It's not causing him any discomfort and impedances were fine. The ins is however in eri. Pt had some questions about the cost of a replacement. He may want to wait until next year to get it replaced.